Event description:
Received information stating patient was experiencing high bg's and ac1 is elevated to 10.

Manufacturer narrative:
No product has been returned for evaluation. Should new information become available a follow up MDR will be submitted.